Manufacturer narrative:
Product analysis:it was determined at analysis that the battery voltage of the device was 1.50 volts. An incoming test was performed on an automated test system and the device passed. The device also passed the 66 hour long-term test. The device was cleaned and inspected. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was set in continuous mode and that the patient had no underlying rhythm. It was noted that the epg had a protective cover on. The epg turned off while pacing the patient. It was then switched out for a different epg. The epg was returned for service. No further patient complications have been reported as a result of this event.